Manufacturer narrative:
The insulin pump had no button response and a button error alarm due to corroded keypad traces. There was moisture damage noted on the electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was not working. Customer stated that he received a message that a button had been pressed for longer than 3 minutes. Customer pressed the esc and act buttons to clear the alarm. Customer's blood glucose was 186 mg/dl. Customer stated that he went in the shower with the pump on. Customer stated that he was told that the pump was waterproof. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.